Event description:
This unsolicited device case from united states was received on 12/04/2014 from a patient. This case concerns a (B)(6) year old female patient who experienced intense pain/pain lasted for a 'good week', warm hot feeling in the knee and could not walk whilst receiving treatment with synvisc injection. No medical history, past drug, concomitant medication or concurrent conditions was reported. On (B)(6) 2014, the patient received treatment with synvisc injection at a dose of 2ml once (route, batch/lot number and expiration date: not provided) into right knee for rheumatoid arthritis (off-label use) and the patient experienced intense pain as her doctor was administering the synvisc injection. It was reported that right after the patient received the injection, she could not walk, experienced a warm-hot feeling in her knee and needed crutches to walk. The patient stated that the pain lasted for "a good week" and took extra strength ibuprofen (advil) for the pain. Further reported, the patient went to her rheumatologist one month later and was informed that synvisc was not indicated for her rheumatoid arthritis, but for osteoarthritis. On (B)(6) 2014, her rheumatologist injected cyanocobalamin (b12), cortisone, triamcinolone and methylprednisolone into both knees. Action taken: stopped temporarily. Outcome: unk for all the events. Seriousness criteria: required intervention for the event of experienced intense pain/pain lasted for a 'good week'. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.